Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 139 mg/dl. The current sensor glucose value is 82. The sensor glucose and blood glucose is not within acceptable range. The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose at time of incident was 260 mg/dl. Customer was advised to change sensor and advised of better calibration protocol. The customer reported via phone call indicating that the insulin pump alarm change sensor. Customer's blood glucose at time of incident was unknown. Customer was advised to remove and change out the sensor.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.